Manufacturer narrative:
The investigation for high purge pressure has been completed. The impella 5.5 pump was returned. Visually inspected and no biomaterial blockage in purge gap or catheter kink was observed. Pump and cassette were connected to the console and reproduction testing was done. High purge pressure did not reproduce. Pump was running at p-9 and no purge pressure issues were observed during testing. No other abnormalities were found. Data logs were reviewed and gradual rise in purge pressure with saturated flows at start and low pump flows later. Several high purge pressure alarms were recorded during support. The root cause of the high purge pressure issue was biomaterial per log analysis and since issue did not reproduce with return product.

Event description:
The user facility reported a patient noted as high-risk cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Ten minutes post implant, there was a sudden alarm due to high purge pressure. There were no observed kinks in the purge lines. Staff contacted customer support and mentioned that the catheter had been clamped with a metal clamp shortly before the alarm occurred. Customer support advised replacing the pump. A new impella 5.5 was successfully implanted. There was no report of harm to the patient.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.